Event description:
The facility reported a colleague infusion pump with failure code 814:01. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:01 was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This pump was evaluated and repaired at the facility by a baxter technician.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.